Event description:
It was reported that post-procedure, and about two minutes after catheters were pulled from the body, st elevations were noticed on the body surface signals displayed on the carto 3 system and the recording system. An interventionalist was called in and using fluoroscopy and dye, an air embolism was noticed in the right coronary artery. The medical intervention provided was a balloon pump was placed in the patient for support. The air embolism cleared on its own. The st elevation was resolving and that the patient was going to be moved to the intensive care unit (ICU) to be monitored. The last known patient status was stable. The most suspected device is the faradrive¿ sheath that according to the physician¿s opinion was associated with air embolism. The farapulse pfa system was used for ablation and petal xml was used. The carto 3 system was used for mapping. The following (B)(6) devices were used on the patient: soundstar catheter, octaray catheter, & reference patches. All of the (B)(6) devices were discarded. The soundstar and octaray catheters were brand new and not reprocessed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).